Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown bipolar. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Event description:
It was reported that doctor revised and old hemi-relient stem converted it to a total hip. Pulled out loose stem and re-cemented back into the existing cement mantle.